Event description:
The customer observed a falsely elevated ca19-9 result for one patient on the architect i2000sr analyzer. The following data was provided: sid (B)(6) = 56 u/ml, repeated the same sample as sid (B)(6) = 27 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect ca19-9 list 02k91-35 that has a similar product distributed in the us, list number 02k91-27.

Manufacturer narrative:
The information reported in the initial report was not based on real patient data. The information was fiction and used for training purposes only. The entry was mistakenly placed in the production environment of the software. There was no event. There was no impact to patient management. There will be no product investigation.